Event description:
It was reported that an ilet insulin pump generated repeated alert 38 for consecutive stalled motor and occlusion alarms during tubing fill despite the user confirming no visible obstruction, and multiple restarts did not resolve the malfunction; the device was replaced and the original returned for evaluation. Symptoms included hyperglycemia with a reported peak glucose of 281 mg/dl, shortness of breath, and chest tightness. Outcomes included transient hyperglycemia without hospitalization, medical intervention, or use of backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.